Event description:
It was reported that during a da vinci-assisted salpingo-oophorecomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that they were seeing an unexpected movement message on screen that would not clear. The customer wound up having to undock and re-dock the universal surgical manipulator before the message would clear. The site completed the procedure as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse recalibrated the set up joint (suj)1 z-axis. No parts were replaced. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.